Manufacturer narrative:
Method: review of manufacturing device history. Results: manufacturing device history confirmed product met release specifications.

Event description:
The following was reported to gore: the pt was being treated for a left internal iliac aneurysm. Initial deployment of device # (7x5) was unremarkable. Device #2 (10x5) stopped advancing while up and over the bifurcation in the left common iliac. During withdrawal, the physician lost sheath access and cut down the artery. Device #2 was purposely deployed so the physician could adequately access the artery and achieve homeostasis. The physician used a 12f and then a 16f sheath respectively to recapture the deployed device unsuccessfully. The physician, using surgical instruments was able to withdrawal the device. Physician then used a cook 12f 25cm sheath to advance device #3 (10x10) but became immobile up and over the bifurcation of the common iliac artery. The physician switched to a 16f sheath and successfully with drew the device. The physician then advanced a 40cm balkin 7f sheath up and over the bifurcation in the common iliac artery and attempted to advance device #4 (B)(4) but the device became immobile up and over the left common iliac artery. The physician then exchanged back to a .035 amplatz wire and subsequently deployed device #5 (7x5) and device #6 (9x5). The pt is reported to be doing well.